Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device worked. There were no defects on the subject device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The contact condition between the patient and the patient plate was bad. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased due to increasing of contact area between the fluid and the subject device. The target area was immersed in blood. The target area was immersed in water. The instruction manual of the device has described the method of connection of a code. The instruction manual of the device has already warned as follows. Pulling the tissue when applying the current.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the doctor used the subject device for hemostasis, but the subject device could not stop bleeding. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of stopping bleeding.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".